Manufacturer narrative:
Balloon burst was confirmed during visual examination. It is unknown what caused the balloon burst since the physician states, that the balloon was not prepped prior to use, and he was not able to inflate the balloon at all. All numed catheters go through a final inspection process that checks for balloon inflation. No catheters from this lot were rejected for reasons associated with the balloon. The IFU specifies that the catheter should be examined and proper function should be verified prior to use. This was not done by the physician.

Event description:
Balloon burst.